Event description:
The technician alleged that the head down function worked intermittently. No patient impact.

Manufacturer narrative:
The technician replaced the patient had pendant to resolve the issue.